Manufacturer narrative:
The possible reason for the valve sitting high was the surgeon is left handed and stands on the patient left side. So deploying the valve the surgeon stands on the opposite side of table from other implanters which could of lead to improper angle of holder and lack of being able to see after implant. The operational context caused or contributed to the event. Device discarded by hospital.

Event description:
This was a proctored case for a first time user of the perceval valve. The patient was approved by the proctor and the implanting physician was instructed by proctor throughout the case. This was a full sternotomy with aortic valve replacement only for severe aortic stenosis. Once on bypass and valve removed the patient was sized for a medium valve and this was confirmed by the proctor. Valve was collapsed according to IFU and given to implanting surgeon. Valve was deployed and ballooned with guidance of proctor. Once the cross clamp was removed the echo showed a moderate pvl in long axis view somewhere on the septum side of the heart. Cross clamp was applied again and the aortotomy was opened and the valve inspected. Valve was high on the right and left coronary side. Valve was removed and a new valve (same size) collapsed and implanted following IFU and under the guidance of the proctor. Once the clamp was removed the echo showed no pvl or central leak. The gradient mean was 4 mmhg and peck gradient 9 mmhg. First cross clamp time: 48 mins / second cross clamp time 45 mins / total cross clamp time: 93 mins total bypass time 129 mins.